Event description:
During ercp (endoscopic retrograde cholangiopancreatography) procedure trapezoid mechanical lithotripsy basket was used in attempt to grasp a very large common bile duct (cbd) stone and crush the stone. Basket unable to crush stone and broke leaving basket in cbd. Attempt to retrieve basket unsuccessful. Ercp to be repeated in a few weeks given trapped biliary extraction basket and large retained cbd stone.